Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that ever since the patient had the pump she has had 'nothing but problems with it.' The patient had 'not been feeling good for a very long time.' The pump was delivering fentanyl and bupivacaine. It was later reported the patient was still having concerns regarding her device or therapy but was working with their doctor or representative. The patient kept regular doctor appointments and dates and talked with her doctor. The doctor 'resituates the pain pump;' regarding adjustments the patient worked with her doctor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had problems with her pain pump and her doctor. The patient to find a doctor that would work for her, and not put her in fear of them "changing everything every five minutes.¿ it was noted the patient was ¿at the bottom of her rope and she was a nervous wreck.¿ it was reported when the patient changed doctors a couple years ago she did not have any success on her own finding a new healthcare provider (hcp), but when assisted she was able to locate a doctor and she would like help locating a new managing hcp. It was also reported the patient¿s current managing hcp was so fed up that he told her she had two months to start going to counseling or he was going to stop seeing her. The patient did not want to see a counselor and had transportation challenges as well. It was noted "either the pump was too high or too low or still experiencing a lot of pain" and the pain pump works differently than a pain pill. The pain pump seemed to be causing her to have ¿a foggy feeling like she is swimming in an ocean of muddy water.¿ it was further reported when the patient takes a pain pill "it evens me out and takes that foggy feeling away and it lowers my pain just a little bit longer and it does not last that long.¿ the patient never knew what was giving her all this fogginess, but she knew all the other medications she had been on had never done that. The problems with fogginess started ¿since pretty much¿ when the patient had the pain pump. It was further reported when the patient had the pain pump implant she had fentanyl and bupivacaine and she was doing okay, but had the fogginess and did not know why. In the beginning the patient did not have too much fogginess because she started out low, but she was still experiencing a lot of pain and it seemed like the higher they made it, ¿it was too strong and the fogginess got worse.¿ the patient¿s pain was not going down so they gave her breakthrough medicine as well. The patient currently had fentanyl and bupivacaine in the pump. The hcp took away her boluses because he wanted to do a basil flowrate and the patient was not happy with this. The patient was taking 30mg oxycodone four times a day orally. It was also reported the patient was getting tremors, which made it difficult to fill out paperwork, appetite loss, and trouble urinating because it relaxed her stomach muscles so much that she had to bend and twist in order to urinate and fogginess. The patient believed this was due to the bupivacaine and the patient was a diabetic. The patient wanted the hcp to remove the bupivacaine from the pump; however he would not take it out and would only lower it. The patient¿s appetite issues had been happening for over a year now to two years and ¿ever since the pump it happened.¿ the urination problems occurred when they moved the dosage up ¿really high¿ probably about a year ago. The tremors and shakiness problems started over a year ago and a ¿very long time¿ since the pain pump had been in the patient she had been experiencing tremors, but ¿she wasn¿t really sure.¿ the patient talked to the manufacturer representative (rep) and she said that there was no malfunction in the pain pump and that the hcp said there was nothing they could do. When patient was providing current dose and concentration she also noted that her print out stated "daily dose change 4% decrease.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.